Manufacturer narrative:
It was noted in the device evaluation that the loss of image was due to a faulty patient board. In addition, the housing had a faded front panel, there was a minor scratch on the top cover, and the device was equipped with an old type of switch and older software. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The evis exera iii video system center was returned to olympus for inspection and was evaluated. It was noted there was no image on the 180 series scope. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. This device was released prior to countermeasures for a change in the operational amplifier circuit design of the dr board, and it is likely that the issue occurred due to a failure of the operational amplifier. It was confirmed that the design of the op-amp circuit of the dr board was changed on the assumption that it did not conform to the specifications (there was a possibility that the inside of the mask will black-out in the 180 scope). Countermeasure products had been shipped on or after (B)(6) 2018.